Manufacturer narrative:
The patient reported a darkening of pigment on their face after treatment with the picosure focus lens array. The patient was prescribed hydroquinone topical as medical intervention. There is no long term injury anticipated. Upon device evaluation, no problems were found and it was working within specifications. This event is reportable because of the hydroquinone topical prescribed as medical intervention.

Event description:
The patient reported the darkening of pigment after treatment for skin revitalization on the face using the picosure focus lens array. The patient was prescribed hydroquinone topical as medical intervention.